Event description:
The service report shows that while performing an unrelated service, the co's ser tech noted the device failed to cycle on ac power and no audible alarm was activated. The co's service tech inspected the device and replaced the power relay. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.